Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and it did not encounter the same issue again. The customer was informed to continue using the pump and to contact support if the malfunction reoccurs, which the customer acknowledged.